Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR#1061932-2012-02301. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the manual probe of the coulter lh 500 hematology analyzer was leaking blood and diluent and not cleaning. Customer reported that the leak was not contained inside the instrument. Customer reported that the volume of the leak was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to run bleach as a sample five times, follow by distilled water.